Event description:
Initial info received from a consumer on (B)(6) 2009: this non-serious case, after medical assessment, has been upgraded to serious based on company ime criteria. A female reported that she received therapy with poly-l-lactic acid (sculptra, lot # and exp date unk) under both eyes 3 years ago with good results. She stated that poly-l-lactic acid "wore down" after two years. She then became pregnant and had a baby this year. Approx three months ((B)(6) 2009) after she had her baby, she developed "rocks" under her eyes where poly-l-lactic acid was injected. She said that they are worse and are visible on her right outer eye and eyebrow. She stated that she now has "black racoon eyes" and looks ugly. She further sated that she has suffered psychological damage. No concomitant medications or medical history provided. No further info reported.

Manufacturer narrative:
Device qc performed. (B)(6) 2010. Important medical event.